Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074152. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074241. UDI:(B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 27571334. UDI:(B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded. No further information could be obtained despite good faith efforts.